Manufacturer narrative:
The sample was collected in bd plastic serum tube and allowed to clot for approx 22 minutes. The sample was spun at 3500 rpm for 10 minutes. The original result was run from an aliquot in an insert cup. The sample was not respun between repeat testing. All aliquots were from the same primary sample tube. The customer provided a copy of the latest system check performed on (B)(6) 2011. It showed all portions passed within published specifications. Per the customer's qc charts, three levels of qc are run daily. All levels were within the customer's established ranges prior to and after the event. The customer declined service. No root cause can be determined with the data supplied for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous elevated digoxin result above the therapeutic range that was not reproducible for one patient generated by access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated multiple times on the same instrument and lower results within the therapeutic range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.